Manufacturer narrative:
One device was received for evaluation for the complaint that the pump had failed the annual inspection for the motor drive and occlusion operational test. The review of event log found that the travel reverse error and confirmed the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The device is repaired by replacing the left and right clutch, clutch spring, worm gear, worm coupling and motor and replaced the top case and right plunger case because they are cracked. The pump is calibrated and greased and reset to standard configuration. The main cause of customers¿ complaints was the worn-out clutch parts.

Event description:
It was reported that the pump had failed the annual inspection for the motor drive and occlusion operational test. There was no reported patient involvement.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.